Event description:
During multiple polypectomy procedures, the physicians used multiple cook acusnare polypectomy snares. A general complaint was reported, stating that the physicians are having difficulty with the snares cutting through the intended polyps and lesions multiple times on a regular basis. The devices are being used off-label as cold snares. They were able to complete the procedures with the devices in question. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the additional information provided by the user stated that a cold polypectomy was performed. This is against the intended use of the device. The intended use for the non asdb snare device states: "this device is used with an electrosurgical unit for endoscopy polypectomy. . .do not use this device for any purpose other than the stated intended use." The intended use for asdb snares states: " this device is used endoscopically in the removal and cauterization of sessile polyps and pedunculated polyps from within the gastrointestinal tract . . . Do not use this device for any purpose other than the stated intended use" this is the most likely cause of the report. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the device was used off label, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.